Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not be having a revision at this time.

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was not feeling stimulation for sometime, the battery was dead and would not connect. It was noted that the patient underwent non device related surgeries due to spinal fusion. Electrocautery was used. There will be no further course of action at this time. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)). Additional suspect medical device components involved in the event: model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm a review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was no longer able to charge the ipg. The patient will undergo a revision procedure.